Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician wanted to use the protege rx stent to treat plaque slightly calcified, moderately tortuous, 89% stenotic lesion in the right proximal common carotid artery. The lesion was not pre-dilated. There was no damage noted to the packaging and no issues noted when removing the device from the tray. The device was prepped without issue. A 6fr non-medtronic sheath and a non-medtronic 0.014 guidewire and a 7.0 spiderfx device were used for the procedure. The device did not pass through a previously deployed stent however, resistance was encountered but no excessive force applied during delivery of the device to the lesion. It was reported that the stent deployed in the right common carotid which was not the intended lesion . Another stent was used to complete the procedure. There was no injury to the patient reported.

Manufacturer narrative:
Additional information: moderate resistance was encountered when advancing the device. Another protégé rx 8-6/40 stent was used to complete the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.